Event description:
A (B)(6) year old boy was burnt on the neck by an enuresis alarm. Parents have brought child in for treatment. Parents said that the enuresis alarm got extremely hot at night under normal use and the heat burnt the child. In addition, the child also suffered chemical burns from battery spill. The nurse has treated the child and discharged him.